Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5cm and 6cm markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 52cm, 9cm exit site markings. Observed fluid in dressing prior to chemotherapy administration approx. Half way through cycles. PICC removed and hole notes at 6cm mark. Reported to have been bleeding back and flushing well prior to commencing chemotherapy, bloods taken the day prior were reviewed and valid for chemotherapy. No problems with the line in the preceding administration of chemotherapy. Replaced PICC prior to chemotherapy [folfurinox]. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 52cm, 9cm exit site markings. Observed fluid in dressing prior to chemotherapy administration approx. Half way through cycles. PICC removed and hole notes at 6cm mark. Reported to have been bleeding back and flushing well prior to commencing chemotherapy, bloods taken the day prior were reviewed and valid for chemotherapy. No problems with the line in the preceding administration of chemotherapy. Replaced PICC prior to chemotherapy [folfurinox]. No other information was provided.